Event description:
The freedom driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the freedom driver did not pass the system check out because the freedom driver exhibited an alarm once a battery was inserted.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Manufacturer narrative:
The customer-reported continuous alarm was confirmed during alarm history review and replicated during investigation testing. The root cause was determined to be a malfunction of the printed circuit board assembly (pcba). This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.